Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6). This is the same event as 3010536692-2016-00229.

Event description:
Allegedly revised due to dislocation subluxation (right).